Event description:
After use the device for a cardiopulmonary bypass procedure, the perfusionist reported the system would not go on battery when removing the plug from the wall outlet after the case was completed. There were no reported adverse consequence to the pt.

Manufacturer narrative:
Device not returned. Eval of the data logs in progress, but not yet completed.